Event description:
It was reported that the patient experienced some post operative fevers and was treated with antibiotics due to worries of an infection. The patient had received perioperative antibiotics. The pump was refilled in 2008. The patient developed a "rank pocket infection." The date of onset/diagnosis of the infection was the next day. The patient experienced redness, swelling and "necrotic area lateral incision". The primary location of the infection was the device pocket. The patient did not have meningitis. It was unknown if a culture was obtained. The pump was removed at about six days later. The pump dose had been lowered over the course of the week prior to explant (concentration and daily dose of baclofen being delivered via the pump were not reported). The infection resolved; no drug withdrawal was reported. The patient had the risk factors of debilitated status and urinary tract infections.